Event description:
Damage to the pump usb port was reported by the customer, affecting the ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump to the customer, who was informed about necessary steps for receiving and returning the pump, and was also advised to place the damaged pump into storage mode before returning it within the specified timeframe.